Event description:
It has been reported to philips that the wireless foot switch was not working. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the wireless footswitch did not function during a procedure. The procedure was completed using a wired footswitch. Per the information collected, the wi-fi led indicator and the error led on the base station were red, indicating that there was an error in the wireless connection. The wireless connection with the base station was re-established after performing a system restart to reset the base station and resetting the battery to reset the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome. Health impact code. Evaluation method code.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.